Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issues of molding defective and leakage were not confirmed upon inspection of the sample. Analysis of the sample showed that the sample was used and two q-sytes were inserted on both the luer adapter and missing vent plug. No damage was observed on the luer adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. User mentioned that the vent plug was removed, and leakage occurred when the blood collection holder was inserted for blood collection. As per IFU d16123, it indicates to remove the vent plug and secure attach bd q-syte device or end cap to luer adaptor and inspect device for damaged before insertion. However, as it is not possible to confirm how the product was being handled, a definitive root cause cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y leaked. It was reported that immediately after puncturing the nexiva, the plug was removed and a blood collection holder with a luer-shaped tip was connected, and blood leaked from the connection. When the blood collection holder was removed and the q site was reattached, there was no blood leakage, so the item was flushed with saline and retrieved. Additionally, when the q site was removed and the inside of the female lure of the nexiva was visually inspected, a dent was found on the inside of the lure.